Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The physician tried to extract this rv lead with the use of a fixation tool however lead helix did not retract. Boston scientific technical services (ts) instructed the field representative to let the physician try rotating the lead body and may need to use an extraction equipment to stabilize this rv lead. Ts also stated that patient's tissue had most likely cause this rv lead helix not to retract. The rv lead was then successfully explanted byt the physician. There were no additional adverse patient effects reported.